Event description:
It is reported that the inner sterile packaging was rotated such that it was glued to the lid of the outer non-sterile package. The sterile inner package has a cutout in the plastic for opening purposes, which is supposed to correspond with the cutout in the non-sterile outer packaging. Because it was rotated, a corner of the inner package was glued in between the plastic of the outer non-sterile pack and its cover. When the circulating nurse opened the outer non-sterile pack, she broke the seal of the inner sterile pack compromising the sterility. The circulating nurse therefore, had to dump the sterile contents of the sterile pack into the field. This maintained the sterility of the implant and the cause was not further delayed. Component was implanted.

Manufacturer narrative:
This report will be amended when our investigation is completed.